Event description:
It was reported that the patients ipg has moved in the pocket and was causing pain. Surgical intervention was undertaken on (B)(6) 2022, where the ipg pocket site was revised. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.